Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, 250 tubes had hemolyzed serum. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, 250 tubes had hemolyzed serum. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 01-sep-2025 investigation summary bd received 5 samples from each lot and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hemolysis was observed. Additionally, the customer samples were visually inspected and no issues related to the reported defect were identified. All samples showed normal additive application and were within specification. No issues were observed with the spray pattern or the amount of additive in the samples received from the customer. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.